Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device radiofrequency (rf) antenna was not working. It was unable to be interrogated and could only be interrogated via the telemetry wand. No intervention has been performed at this time, and the patient was stable with no consequences.